Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. The philips remote service engineer (rse) examined the system remotely and confirmed that there was a host operating system disk fault. Upon troubleshooting, the philips field service engineer (fse) visited onsite, checked the system and found a defect in the host os disk. To resolve the issue, fse replaced the hard disk, reloaded the software, and re-imported the image. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an operating system disk failure on the host pc, which could prevent the whole system from booting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.